Manufacturer narrative:
The insulin pump act and esc buttons did not respond due to corroded keypad traces. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of unresponsive keypad. The customer's blood glucose reading was unknown. The insulin pump was returned for analysis.